Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) requested assistance with ending therapy. The hp reported that they found air in the patient line. The hp wanted assistance with repriming the patient line from the initial drain. The baxter technical service representative (tsr) explained that you cannot reprime from this point. The tsr explained the risk of air exposure. The hp insisted on using the same setup. The tsr explained possible contamination if hp does not use new supplies. The tsr instructed hp to start over with new supplies and assisted her in ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient (hp ) on (B)(6) 2011 regarding air in tubing. The home patient (hp) stated that the issue that night was resolved by starting over with new supplies. The hp said that she always has to reprime the patient line to get all the air out. That night she forgot to reprime. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was related to use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.